Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) will no longer charge. The pdm was left to charge overnight and in the morning the charging cable wire was reportedly melted. The patient attempted to charge the pdm with another compatible charging cable and the pdm would not charge.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action (B)(4) was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.